Event description:
The customer contacted stryker to report that their device would not power on when opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Device was returned to stryker maastricht for evaluation and was able to be verified and duplicated. Root cause of the reported issue is determined to be isolated to the reed switch, sw5. The customer received a replacement device and the device was archived by stryker maastricht.

Event description:
The customer contacted stryker to report that their device would not power on when opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.